Event description:
Patient responded to a letter. The patient notified their managing healthcare provider (hcp) with respect to the poor communication issue and inability to connect to the implantable neurostimulator (ins) issue; they have an appointment scheduled for (B)(6) 2019. The patient didn't' know the circumstances that led to the poor communication issue and inability to connect to the ins issue. The steps taken to resolve the two issues were they talked to their hcp and manufacture representative (rep). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient kept getting poor communication when trying to connect with his implant. The patient stated he tried changing the batteries but that did not resolve. The patient stated he was experiencing little pains pretty much right over the ins. It was noted that the patient has not had any falls or traumas. The patient mentioned the stimulator was implanted on (B)(6) 2017. He noted he did not have pain every day but do feel a jolt from the stimulator now and then. Also, have tried to use the patient programmer to see how much battery was left and he could not because the patient programmer was not finding the stimulator, even after he replaced the batteries in the programmer. No further complications were reported or are anticipated.